Event description:
Complainant alleged that while attempting monitor a 43-year-old male patient, the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The logs did not indicated any battery related warnings. The device was put through extensive testing including bench handling, power off current testing and stress testing without duplicating the report. An internal and external inspection of the device found no discrepancies. The device was recertified and returned to the customer. The battery used during the event was not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.